Event description:
It was reported that during a knee procedure, a drill pin jammed in the tibial incision block and fractured off. A second set of devices was used to complete the procedure. Due diligence is in progress for this event; to date no adverse events or additional information has been reported.

Manufacturer narrative:
(B)(4). Foreign: germany. Medical product: tibial cut guide 5 degrees right medial/left lateral catalog#42539905295. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Visual examination of the provided pictures identified sign of use. The pin was jammed in the cut guide. However, due to the limitation of the provided photo, we cannot confirm reported pin fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: d10: medical product: tibial cut guide 5 degrees right medial/left lateral : catalog#42539905295, lot#ni; drill pin and screw inserter: catalog#00590102100, lot#ni. The investigation is in progress. Upon completion of the investigation. A follow-up MDR will be submitted.